Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the circumflex artery. A 185cm str pt2 guide wire was advanced to the lesion and a stent was successfully implanted. Upon removal of the pt2 guide wire, the distal tip sheered off at the distal small branch vessel of the circumflex. It was noted that the heart had a very strong muscular compression. The distal tip was unable to be removed and was left inside the patient. No further patient complications were reported and the patient's status was fine.